Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide further patient details.

Event description:
It was reported that during placement in the sfa, the delivery system became blocked and the vascular stent could not be deployed. The delivery system was retracted from the patient without issue. Another stent was used to complete the procedure successfully. There was no reported patient injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. The evaluation the returned device confirmed the reported event. The stent was found to be completely loaded in the system. A force transmitting component of the grip was found to be broken making stent deployment by using the thumbwheel impossible. The stent could be completely deployed during the evaluation by using the fast track deployment lever. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. A difficult vessel anatomy or challenging placement site may lead to high friction during the attempt to release the stent and subsequent deployment failure. Based on the information available, a definite root cause for the reported event could not be determined. The IFU states: "examine the stent system for any damage. If it is suspected that the sterility or performance of the device has been compromised, the stent system should not be used." And "if excessive force is felt during stent deployment, do not force the stent system. Remove the stent system as possible, and replace with a new unit."